Event description:
It was reported that the patient underwent primary hip surgery on (B)(6) 2015. A revision procedure was performed on (B)(6) 2015 due to dislocation and shell loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results. Examination of returned device found no evidence of product non-conformance. It was determined that root cause is most likely be the result of surgical technique.